Manufacturer narrative:
(B)(6). For devices without 510(k) numbers: g.5. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the barrel of the 5 ml bd emerald¿ luer-lok syringe cracked. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: as the customer did not provide physical samples for evaluation and no records related to the defect was observed, it is not possible confirm the complaint or determine the root cause. Rationale: the complaint was recorded in the complaints database which is regularly monitored for trend evaluation insufficient to the analysis. Summary: due to no samples and the photo images provided, it is not possible to perform an investigation and to determine the root cause to the defect.